Event description:
On (B)(6) 2015 a female resident weighing (B)(6) was being transferred from a chair to a bed using a vanderlift 450 patient lift and a medium-seized standard sling. During the transfer, the resident exhibited involuntary movement and went sideways out of the medium sling. As a result of the fall from the sling, the resident sustained a fractured hip and a laceration to the head. The resident had previously been diagnosed with late stage dementia.

Manufacturer narrative:
Although the adverse event occurred on (B)(6) 2015, vancare did not receive notice of the event until the distributor's initial report on (B)(6) 2015. This was apparently due to the user facility wanting certain staff to return from time off to participate in the site visit and evaluation by the distributor. Initially the distributor was told that an incident had occurred, and that it was caused by user error. When the staff member in question returned, it was then stated to the distributor that all of the facility policies were followed and the sling in use during the adverse event had been properly fitted according to manufacturer's instructions. The resident's care plan and sling application information were not provided by the facility to the distributor upon request. The distributor was told that event though no mistakes were made in the application and sizing of the sling, subsequent transfers of this resident are now done using a large-sized sling rather than a medium-sized sling which was in use during the adverse event.